Manufacturer narrative:
The reported events were lead dislodgement and insulation abrasion. The reported event of insulation abrasion was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the right atrial lead had dislodged two weeks after the original implant. The physician decided to revise the lead. The physician noted an abrasion on the lead during the procedure. The lead was explanted and replaced. The patient was in stable condition.